Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted because of skin necrosis around the pump site. The pt had an mrsa infection which provoked a skin damage. Pt outcome was reported as "ok."